Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation of an air leak in the camera cable was confirmed. In addition, flaw (hole) was present in the camera cable, there was no image output, corrosion on the camera cable and corrosion on the main unit imaging was observed. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable has a flaw (hole), and it is presumed that the airtightness cannot be maintained and an air leak has occurred in the camera cable. It is assumed that moisture entering the camera cable caused the internal charged coupled device to malfunction, which prevented normal communication and resulted in no image output. Since there is an air leak in the camera cable, it is possible that moisture has entered inside the cable. Therefore, it is assumed that moisture caused corrosion of the main unit image capture and camera cable. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had cable air leakage. There were no reports of patient harm.